Event description:
The patient contacted animas on (B)(6) 2012, reporting that after swimming the patient noticed that the pump buttons weren't responding correctly. The patient reported trying to reboot the pump but could not get any response from the buttons. The patient confirmed that the keypad was intact and there was no evidence of moisture in the battery compartment or behind the display screen. This report is made based on the allegation of the keypad unresponsiveness.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. No defect was found on investigation. The complaint could not be confirmed or duplicated.